Event description:
It was reported that, during a robotic laparoscopic urological procedure, an arm error alarm occurred due to contact between two arms. After that, the arm status display disappeared from the operating room team interface, and none of the arms were able to be tele-operated from the surgeon console. After restarting all the arms, the operation was able to be continued. This resulted in a 20 minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the associated device data for the reported arm cart assembly (aca). Evaluation of the logs indicated that the arm cart assembly experienced a soft stop recoverable issue. An instance of an error code for 'arm cart assembly communication loss' was noted, along with some ethercat messages. This error could have incremented the reset count on the system, but the error count did not increment which caused a reset count error code for 'main system controller error counting'. This count mismatch can happen due to a communication loss between the arm cart and the tower. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to communication issues between the arm cart assembly and tower. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic urological procedure, an arm error alarm occurred due to contact between two arms. After that, the arm status display disappeared from the operating room team interface, and none of the arms were able to be tele-operated from the surgeon console. After restarting all the arms, the operation was able to be continued. This resulted in a 20 minute delay. There was no patient injury.